Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05378. It was reported the pt is unable to receive adequate coverage due to invalid contacts. It was also reported the pt occasionally experiences stimulation at the ipg site when he bends over. X-rays were taken but the results are unk. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.